Event description:
A healthcare facility in maine reported that the gas intlet port of a rd900 neopuff infant resuscitator was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) regional office in california where it was inspected by a trained f&p service technician. The device was then repaired and returned to the customer. Results: visual inspection of the returned complaint rd900 neopuff infant resuscitator revealed that the gas inlet port was damaged. Conclusion: we are unable to determine the cause of the reported event, however the most likely cause of the reported event. Was physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: - "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port of a rd900 neopuff infant resuscitator was broken. There was no patient involvement.